Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 66 mg/dl. Reportedly, the pump time was incorrect, cause was unknown. Tandem technical support advised customer to consult healthcare provider if the issue persists. Customer declined assistance in adjusting time and resumed insulin therapy.